Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1309 captures the reportable event of urinary retention.

Event description:
It was reported that during the spaceoar placement procedure, the physician started the injection, at some point the device clogged without knowing. The physician worried about the placement, he stated that the hydrogel entered in the prostate capsule, therefore, ordered a computed tomography (CT) that showed the hydrogel anterior to denonvillier's fascia, surrounding the prostate entirely, and going into pelvic veins on the left side. The procedure was completed with another device. The patient went into urinary retention in the emergency room (ER) a couple of days later and currently has a catheter in place. The most recent CT scan was reviewed, and it also shows the hydrogel surround the prostate. The patient current condition is stable.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the completed UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Additional information block h6 has been updated with device code a1502 captures the reportable event of gel misplacement vascular block d4 h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a1502 captures the reportable event of gel misplacement non-vascular. Imdrf patient code e1309 captures the reportable event of urinary retention.

Event description:
It was reported that during the spaceoar placement procedure, the physician started the injection, at some point the device clogged without knowing. The physician worried about the placement, he thinks that the hydrogel enters in the prostate capsule, therefore, ordered a computed tomography (CT) that showed the hydrogel anterior to denonvillier's fascia, surrounding the prostate entirely, and going into pelvic veins on the left side. The procedure was completed with another device. The patient went into urinary retention in the emergency room (ER) a couple of days later and currently has a catheter in place. The most recent CT scan was reviewed, and it also shows the hydrogel surround the prostate.